Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient said the implant was removed in (B)(6) 2023, but they still had the lead left in. Agent asked about reason for device removal, and patient said the device was horrible and the worst thing they had done. Patient mentioned they had an infection and then stated they fell back and didn't know if it damaged the device, but when they turned the device on, it put an electrical shock in their body that they would never want to go through again. Patient then said they were much better doing an external stimulation device. Patient said they'd had issues since implant. Agent reviewed MRI information with an abandoned lead. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.